Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated and became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the physician was unable to retract the helix of the implantable pacing lead (ipl) during an attempted implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).